Event description:
It was reported that the patient received a vibratory alert and presented at a hospital for checkup. Upon interrogation it was noted by the physician that the cardiac resynchronization therapy device (crt-d) had reached the elective replacement indicator (eri) prematurely. The crt-d was explanted and replaced. The patient's condition was stable, and they remained under observation in hospital.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Rapid battery depletion was due to excess high voltage (hv) charges. The cause of the excess hv charges was due to the patient¿s physiology. Longevity analysis found the battery depletion to be normal. The device was analyzed in the lab and telemetry, impedance, sensing, pacing, and high voltage (hv) output functions were tested and found to be normal.